Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt therapy electrode cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.